Manufacturer narrative:
Additional information: on 5/11/2017 the catalog number and device was updated. The updated information is as follows: medical device brand name: bd phaseal¿ set p50, n35, c35. Common device name: chemotherapy administration set. Medical device catalog #: 515118.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a chemotherapy leakage occurred with an unspecified bd phaseal¿ device. There was exposure to a patient's bare skin and the medication was not re-dosed as it was unknown how much of the medication the patient had received. It was also reported that no medical interventions were provided.